Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. Unit was received with missing end cap sticker, cracked case at display window corners, minor scratches on lcd window, and corroded battery tube.

Event description:
The customer reported via phone call that the insulin pump alarmed button error during a normal basal. He attempted to clear the alarm but the buttons on the insulin pump were unresponsive. Customer's blood glucose level was 140 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.